Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer was experiencing unexplained low glucose for a few weeks. Troubleshooting was declined as the customer stated that her low blood glucose had nothing to do with the insulin pump. The customer stated that she would like to know how often to use the control solution. Explained to customer that the control solution can be used at the user discretion to check the accuracy of the meter readings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.